Event description:
When attempting to remove the cath f6 st+ al I 100cm diagnostic catheter from the body, it became jammed inside the avanti+ 6f std sheath and was unable to be removed. Therefore the entire sheath needed to be removed. There were no anomalies noted with the devices prior to use and no difficulty was reported when advancing the catheters through the sheath.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Neither product was returned for analysis. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without a product return. Although the exact cause of this event cannot be determined, other complaints of 6fr supertorque catheters having resistance with sheaths have been confirmed as related to a too-large outer body. Actions (B)(4) were taken to address that issue. No further actions will be taken at this time.